Event description:
The customer alleged that the device failed to cycle in imv mode and no audio/visual alarms activated. The co's customer support engineer (cse) inspected the device and could not dupicate the alleged event. The unit passed extending self testing. No parts were replaced. It is not vertified that the device failed to cycle without alarming, and no malfunction may have occurred. Thid report is not an admission by co that this device caused or contributed to the event alleged in this report.